Event description:
During a coronary drug eluting stenting treatment procedure a catheter shaft kinked then broke at the hypotube. In 2005, the target lesion was a 50% in-stent restenosis located in the non-calcified, mildly tortuous right coronary artery (rca). The vessel was predilated with a maverick balloon and 2 taxus drug eluting stents, of unknown size, were placed in the proximal rca and mid/proximal rca using an overlapping technique. It is noted that it is against the directions for use (dfu) to treat an in-sent restenosis and to place overlapping stents. The physician then noted a spot distal to the previously deployed taxus stents that he wanted to treat. The physician attempted to place a 3.5 x 16 mm taxus express2 drug eluting stent, while advancing the physician felt resistance, possibly at the area of the previously deployed overlapping stents. As the physician pushed on the stent delivery system the shaft kinked, upon withdrawal the shaft completely broke apart. The catheter and stent delivery system was able to be completely removed without any complications and the area was left untreated. The pt status is reported to be "satisfactory/good".